Event description:
It was reported that pump displayed cgm error and customer contacted support about sensor issue. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, cgm error did not recur, and customer successfully started new sensor session.